Event description:
It was reported that a guidewire detachment occurred. The patient was undergoing initial port placement for cancer treatments. A 75cm .035 amplatz super stiff guidewire was used; the anatomy was not tortuous. During the procedure, the guidewire unraveled from the tip. Additional access sites were created during the attempts to snare the wire. The wire was removed, but a fragment of the guidewire detached and migrated where it remains in the tricuspid valve. The procedure was completed. No further patient complications were reported. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned by the costumer; nevertheless the costumer attached a fluoroscopy pictures, and it is possible to observe that the coil wire was stretched inside patient, therefore it is not possible to observe a detachment of device fragment. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that a guidewire detachment occurred. The patient was undergoing initial port placement for cancer treatments. A 75cm .035 amplatz super stiff guidewire was used; the anatomy was not tortuous. During the procedure, the guidewire unraveled from the tip. Additional access sites were created during the attempts to snare the wire. The wire was removed, but a fragment of the guidewire detached and migrated where it remains in the tricuspid valve. The procedure was completed. No further patient complications were reported. The patient condition was stable.